Event description:
After trying several times, unsuccessfully, to cross a lesion with a mustang guide wire the physician decided to exchange wires. While pulling the wire back the tip lodged in the distal end of the catheter. All material was retrieved from the catheter. No pt injury was reported.